Event description:
It was reported that the patient presented to the clinic with multiple pump stoppages. A log file review was requested. The data showed a total of 7 pump stops and 9 low speed advisories on (B)(6) 2022 and (B)(6) 2022. Speed drops were seen as low as 0 rpm. The events only occurred while the left ventricular assist system (lvas) was connected to the power module. Patient was recommended to stay on battery power to prevent any possible interruptions in support. The patient was then placed on an ungrounded cable, following which they were stable with no further pump stops for 24 hours while they were admitted. The patient was discharged home with the ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the submitted log file confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contains data from 18mar2022 to 08apr2022, and recorded multiple low speed and pump stop events on (B)(6) 2022 and (B)(6) 2022 while the patient was connected to the power module. No other notable events were observed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported alarms and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Several low speed and pump stop events were observed on 04apr2022 and (B)(6) 2022 while the patient was connected to the power module. No other notable events or alarms were observed. A distal-end driveline replacement was performed on 02aug2022 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. There was incidental finding of cosmetic damage to the outer silicone jacket. The account reported that there were no further alarms observed since the driveline repair; however, the patient was instructed to continue to use 14 volt (v) batteries and the non-grounded cable when connecting to the power module. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jun2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 02aug2022, tech services was onsite to perform the external percutaneous lead repair. The repair was successfully performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. On 10aug2022 it was communicated that there were no further alarms since the repair.